Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked water. This was discovered during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received fo d9, h3, h4, h6, and h10. H4: device manufacture date: the lot was manufactured from march 3, 2023 to march 4, 2023. H10: the actual device was returned for evaluation. A visual inspection noted fluid inside a bag that contained the unit. When the unit was removed from the bag, it was observed that the cause of the fluid in the bag was the blue winged cap was untightened. A functional leak test was performed by filling the unit with green color water. After the fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition of leak was verified. The cause of the condition (untightened blue wing cap) could not be determined; however, may be due to user error by not securely tightening the blue winged cap. The product label (instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.